Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer went to the emergency room due to low blood glucose on (B)(6) 2019. Customer also reported to have hit a tree while horseback riding and had pain in the knees and arms. Customer's blood glucose was 2.3 at the time of hospitalization. Customer was treated with food and pain medications. It was reported that customer had issues with the sensor and auto mode, but stated that the low blood glucose was also caused by addison's disease and as a result, customer declined troubleshooting. Device will not be returned for analysis.